Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, twelve clips were ejected and then, it locked out as intended. Possible causes for the yielded jaws condition may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that before an unknown procedure, the clipper misfired and the jaws did not close properly. The clipper was taken out of use and retained for further inspection if needed. Fault recognized immediately therefore minimizing any adverse effect to the patient. No injury of fatality caused to patient. Another like device was used to complete the procedure. There were no adverse consequences for the patient.